Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of the rubber sheath dislodging was confirmed. Visual inspection of the set noted the needle dislodged and separated from the barrel of the device. The rubber sheath was not received. There were no other anomalies noted. Functional testing was performed by removing the rubber sheath off of a laboratory sample and drawing fluid from an IV bag via a lab secondary set and stopcock. Multiple tubes were filled and there was no incident of the rubber sheath dislodging. The root cause of the customer¿s report of the sheath dislodging was not identified.

Event description:
The customer reported that the rubber sheath is coming off the needle and staying inside blood collection tube during patient blood draw.